Event description:
A small piece of the 5mm mini step trocar broke off into the patient's abdomen and was retrieved by the surgeon.what was the original intended procedure?laparoscopic varicocelectomy.